Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
On (B)(6) 2013 the consumer reported that the implantable neurostimulator (ins) had been dead for a couple of months. They tried to get the ins to charge and it wouldn't so they stopped using the device. The patient had undergone a fusion on their neck and their knee cartilage was worn out so they needed arthroscopy. On (B)(6) 2015 the consumer noted that they did not think they should have received the device in the first place for pain in their knee. The patient had received steroid injections for burning in their knee and pain under their heel. The injections had helped. The ins site was irritated since they had lost a lot of weight and there was less skin in that area. On (B)(6) 2015 a manufacturer representative reported that the patient had their implantable neurostimulator (ins) removed because it was not effective for their knee pain. It was thought that it had not worked for the patient since implant. The patient had not used their device for a couple of years prior to explant. Indications for use: chronic low back pain spinal pain